Manufacturer narrative:
Investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the mitral position by transseptal approach, tracking difficulty was encountered causing the valve to come off the balloon. As reported, the valve was pre-mounted and had an additional ¿pulley system¿ was set up with a 0.14 inch wire run-through. After reaching the septum, the delivery system was unable to advance fully down to the left ventricle and most-likely a knot got caught in the left ventricle. An attempt to withdraw the delivery system/valve back resulted in the valve coming off the balloon. The valve was able to be retrieved using a snare and pulled through the septum. It was not feasible to completely withdraw the system and the valve was deployed in the inferior vena cava (ivc) using a 20mm balloon. A wall stent was used to cover the snared valve in the ivc. A 2nd 26fr sheath was inserted with a 29mm s3 valve was successfully deployed. A balloon pump was placed after the valve implant to continue to work on the valve in the "superior" vena cava. The patient hemodynamics were stable. The balloon pump was removed post deployment of the valve. A 14mm occluder was successfully placed in the atrial septum. The patient was transferred for post management care in stable condition.

Manufacturer narrative:
The commander delivery system, relevant photographs, videos or imagery was not returned to edwards for evaluation the complaint for ¿valve dislodged from balloon¿ and delivery system ¿ tracking difficulty¿. As such these complaints were unable to be confirmed. Due to the device not being returned for evaluation, no functional testing or dimensional inspection was able to be completed; therefore no manufacturing non-conformances were able to be identified. As a result, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event. DHR review was unable to be performed as the work order number was not provided. Based on the complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. The commander delivery system is currently not indicated for implanting a sapien 3 in a mitral valve. Off label use of the device may have contributed to both complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ tracking difficulty¿. As reported, ¿the delivery system was unable to advance fully down to the left ventricle and most-likely due to patient factors within the left ventricle.¿ the issue causing the observed event may have contributed to the difficulty tracking the delivery system through the heart. In addition, inadequate balloon septostomy, inadequate dilation of the septal hole or incorrect positioning of stiff wire could further have contributed to the tracking difficulty. Therefore procedural factors may have contributed to the reported event; however, a definitive root cause is unable to be determined at this time. The valve could have been dislodged during withdrawal if the system were flexed or bent in the left atrium and/or the valve was not flush with the flex tip. The IFU instructs physicians to unflex the system before delivery system withdrawal. If the delivery system were bent and the valve was not flush with the flex tip, the valve may not have been coaxial with the system during withdrawal, increasing the likelihood of getting caught on patient anatomy (e.g. Septal wall). The complaints of ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ difficulty tracking¿ were not able to be confirmed and no manufacturing or labeling or IFU/training inadequacies were identified. In this case, available information suggests that patient/procedural factors may have contributed to the events. However, a definitive root cause is unable to be determined. A review of the complaint history for august 2017 did not reveal that occurrence rate exceeds the control limits for this trend category. No corrective or preventive actions are required at this time.